Manufacturer narrative:
Pump received with minor scratched display window, cracked display window corners, cracked reservoir tube lip, scratched reservoir tube window. Unit had moisture damage on electronics. (B)(4).

Event description:
Customer reports to have moisture under display screen due to jumping into a river to save son. Customer's blood glucose was 160 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.